Event description:
The customer originally reported that the instrument handle jammed during use. The surgeon opened a second instrument and completed the procedure with no further difficulties. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.